Event description:
Caller reported a malfunction on the pump, specifically a malfunction code malf 0, with no notable events occurring prior to the issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump as the malfunction code was not resettable. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.